Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue of the serious injury due to unspecified alarm issue was not determined. The reported issue that there was the serious injury due to unspecified alarm issue could not be confirmed. No further investigation of this event is possible at this time. Device was not returned to manufacturing facility.

Event description:
A report was retrieved from health (B)(6) medical device incidents database regarding issues involving bradycardia, cardiac arrest, low blood pressure/hypotension, hospitalization or prolonged hospitalization, unexpected medical intervention, resuscitation, computer software problem, power problem, device alarm system, use of device problem, insufficient information, device not returned, no findings available, cause not established.